Event description:
The surgeon attempted to implant an aq1016v silicone three piece lens. Diopter - 16.5, but while ejecting it, he felt resistance. The lens felt tight in the cartridge and the surgeon decided not to use. There was no lens damage and no pt contact or injury. The surgeon stated that he felt the cartridge was the cause. An msi-pm injector and an aq2.8s cartridge were used but the lot numbers were not known by the facility.